Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump had cracked display window corner, scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out limit, unresponsive keypad, and had moisture damage. The customer's blood glucose reading was 177 mg/dl. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.